Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt (ziconotide) at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was not working right (in reference to volume discrepancies). It was reported that the first time the patient's doctor talked to the manufacturer was over 4 months ago "sometime back in (B)(6)" when they refilled the pump and there was a volume discrepancy (actual residual volume (arv) 12.5cc, expected residual volume (erv) <(> <<)>2.5cc; patient reported "there was over 10cc over and above what should be in there"); there was another volume discrepancy last time they did a refill on (B)(6) 2017 (arv 16.5-17cc, erv 1.5-2cc). It was reported that the drug was "prialt with whatever saline cut is." It was reported that the drug, dose and concentration had not been changed "since any of that" and that "the doctor was afraid to change the amounts because the amounts were not reading right to what they should have been." Itwas reported that the patient had been bed ridden for months with migraines and nobody had been able to explain it; the patient was "lucky to get out of bed once a day, once a week" and stated his headaches were so bad he was lucky to get to his appointments oncea week and if he couldn't drive, someone would drive him. It was confirmed that the patient's migraines were prior to the first implant and that the pump helped the migraines. It was reported that the patient would follow up with his healthcare provider. No further complications were reported.